Manufacturer narrative:
Pt discarded suspect infusion sets. No product will be returned by the pt for eval, and thus no eval will be performed.

Event description:
Pt reported that, for the past two weeks, the infusion sets have been coming apart. When the infusion set separation was discovered, she would switch to a new infusion set. She stated that her blood glucose had been elevated as a result (between 300 mg/dl and 400 mg/dl, normally 100 mg/dl - 140 mg/dl). She treated high blood glucose by bolusing.